Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer claimed that the monitor did not alarm at the bedside and needs the logs pulled for this patient incident. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Results of functional testing indicated there is no malfunction of the pic ix. The clinical specialist tried to get configuration logs from the bedside monitor; however, the customer reported the monitor was swapped out shortly after the incident, so the monitor is no longer available. While onsite, the clinical specialist confirmed they tested the equipment and all devices functioned normally, both audibly and visually. The product support engineer (pse) reviewed the clinical audit logs. It was reported the patient coded at 21:30, the logs show there was an ECG leads off generated and then ended less than a minute later. At around 21:31, there was a red alarm that shows extreme brady 29<40. The alarm played on the overview and surveillance. The device was confirmed to be operating per specifications and no failure was identified. The customer alleged the alarms did not work when the patient coded, and medical intervention was required to stabilize the patient. Based on our log reviews, the alarms were functioning as intended and the root cause of the allegation is inconclusive. The patient expired 18-36 hours after stabilization due to unknown cause and condition. Information of cause of death was requested and not provided. There is no allegation or indication from the customer that the product caused or contributed to the patient death. This report type is being listed as death, conservatively, as the root cause of the product allegation and patient death are inconclusive. The following fields were corrected: b1: type of report. D3: manufacturer name. H1: type of reported complaint. H4: manufacture date. H6: patient outcome code.

Event description:
Philips received a complaint on the patient information center ix indicating that the monitor did not alarm at the bedside and requested logs to be reviewed. It was noted by the clinical specialist that the patient coded. While the patient was attached to the mx40, the nursing staff reported that no alarms were audible or visual at the bedside monitor or the information center. When the patient was found in the room, a code was initiated. The patient was stabilized and transferred out of the unit where they expired 18-36 hours later.